Event description:
Medics responded to a person described as a witnessed cardiac arrest with bystander CPR in progress. The reporter stated when the medics attempted to connect the device, the pt's chest was extremely hairy and the razor clogged before finishing. The electordes were placed over the pt's remaining hair but, according to the reporter, the device alarmed "attach defib electrodes" and would not analyze the pt's rhythm. Paramedics arrived on the scene with a backup defibrillator and took over the scene. The pt was transported to the local hosp emergency room but not resuscitated. The reporter indicated the reported malfunction did not cause or contribute to the death of the pt. The reporter based their opinion on the attending emergency room clinician's assessment of the pt's viability and the immediate availability of a back up defibrillator.